Manufacturer narrative:
The investigation determined that lower than expected vitros ipth, vitros total bhcg ii, and vitros ckmb results were obtained from multiple non-vitros quality control fluid levels on a vitros 5600 integrated system. The most likely assignable cause is instrument related as the signal reagent vent holes were plugged and low temperature heater codes posted for the final well wash nozzle. In addition an instrument maintenance issue cannot be ruled out as the customer is not following the schedule and protocol for the weekly subsystem cleaning. This is further supported by the imprecision seen in the historical quality control results. Following service actions which included replacement of the well wash nozzle, signal reagent probes and worn parts, acceptable qc results were obtained confirming that the instrument performance has been restored to expected operation.

Event description:
A customer obtained lower than expected vitros ipth, vitros total bhcg ii, and vitros ckmb results when processing multiple non-vitros quality control fluid levels on a vitros 5600 integrated system. Omni immune level 3, lot 01m18103a, vitros ipth result 885.03 pg/ml vs expected vitros ipth result 1288.2 pg/ml. Mas cardioimmune xl level 1, lot cxl-20010, vitros ckmb result 1.46 ng/ml versus expected vitros ckmb result 3.91 ng/ml. Mas liquiimmune level 1, lot lia20040, vitros total bhcg ii results 6.09, and 6.323 miu/ml vs expected vitros total bhcg ii result 9.24 miu/ml. Mas liquiimmune level 2, lot lia20040, vitros total bhcg ii results 36.15 and 37.029 miu/ml vs expected vitros total bhcg ii result 52.36 miu/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were obtained when processing quality control fluids. No patient results were affected. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).